Event description:
It was reported that during a da vinci robotic assisted tongue base resection procedure, the monopolar cautery instrument bent and did not work properly. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the main tube is bent towards the distal end. The bent main tube can prevent instrument from functioning correctly. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the heat shrink over the entire main tube has various tears and missing material at the distal end. The affected area measures approximately 4.30. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.